Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was at a doctor's appointment and her blood glucose level was over 500 mg/dl. She stated that she would have the customer call back on her own to troubleshoot for the high blood glucose level. Caller reported that the customer experienced a high blood glucose level this morning. The insulin pump will not be returned for analysis.